Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) upon analysis, it was reported that there were no anomalies found, there was blood in/on the outer tubing overlay, and there was blood in/on the helix/lobe mechanism. The full lead was returned for analysis. Evaluation summary (B)(4): upon analysis it was reported that there were no anomalies found, and the proximal conductor was distorted. It was apparent that damage occured during implant. The full lead was returned for analysis.

Event description:
It was reported that during an implant attempt of a left ventricular lead, there were positioning difficulties. The lead was explanted and replaced. During the same procedure, there were high thresholds on the defibrillation lead. A pace/sense lead was implanted in the right ventricle, but it also had high thresholds. The lead was explanted. The defibrillation lead remains in use. No patient complications have been reported as a result of this event.